Manufacturer narrative:
Investigation summary: bd received seven 24 gauge insyte-n winged units from lot 8326824 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed catheter damage to one unit and the other six showed signs of the needle piercing through the catheter tubing. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be identified for this issue. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that catheter malfunction occurred at an unspecified time with a bd insyte-n¿IV catheter. The following information was provided by the initial reporter, "the user has been working with the product for a long time and loosens the needle on the venous indwelling cannula as recommended, just before it is used on the patient. Then, when repositioning the cannula, the piercing of the catheter material occurs."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter malfunction occurred at an unspecified time with a bd insyte-n¿IV catheter. The following information was provided by the initial reporter, "the user has been working with the product for a long time and loosens the needle on the venous indwelling cannula as recommended, just before it is used on the patient. Then, when repositioning the cannula, the piercing of the catheter material occurs."